Event description:
It was reported that during an attempted implant, when tightening the setscrew of the device, the wrench clicked once and then would not click anymore. As the physician removed the lead from the device and took the wrench away, it was noted that the setscrew was stuck to the end of the wrench. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a missing set screw. (B)(4).